Event description:
On (B)(6) 2021, customer's wife reported that the retainer ring was detached. She was not sure when it happened but it has been like this for awhile. Caller reported four low incidents, one of which was on (B)(6) , 2021, while the other 3 events were of unknown dates (so incident date is the same as the notified date of (B)(6) , 2021). Current case is of unknown date (so the date is the same as the notified date of (B)(6) , 2021). Customer has also passed out. Customer has had emergency medical service dispatched, visited the emergency room, and admission to the hospital. Customer has also treated with food/glucose or carbohydrates. Customer said it is was due to the retainer ring. Treatment was food or glucose or carbohydrate and emergency medical service or emergency room visit, and admission to the hospital for the (B)(6) , 2021 incident. Treatment for the current case are emergency medical service was dispatched, emergency room visit, food/glucose/carbohydrate intake. Please see case-(B)(4).and case-(B)(4). For the other incidents with an unknown incident date. Please see case-(B)(4).for the (B)(6) , 2021 event documentation.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and updated in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was unknown. Customer's current blood glucose level is 141 mg/dl. Customer was treated with glucose tablet and food. Customer was using insulin pump within 48 hours of reporting low blood glucose event. The customer was not assisted with troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.